Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when attempting to hammer in the u-shaped lag screw while viewing the side profile, there was slight resistance. Upon checking the front view, one side of the u was bent out of shape. Therefore, the u-shaped lag was removed, the lag itself was left in place, and the u-lag end cap was tightened before continuing the operation."